Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected: no defects were note. The position of the cam when valve was received was 70mmh2o. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot cvdcpg, conformed to the specifications when released to stock in 20th april 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Before implanting, it was confirmed water did not flow from distal side when the surgeon performed pumping the valve to test water flow after passing water to the valve and catheter. The surgeon pumped the valve around 40 times and suctioned it with a syringe from distal side for about 30 minutes, but water did not flow. This surgery was completed by using another valve. There was no adverse consequence to the patient and no information was provided by hospital reported.